Event description:
This lead was implanted on (B)(6) 2004 and is still in active implant. Physician wants to remove this lead on device change out. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).